Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a detection issue on the device and noise and sensing integrity counter (sic) seen on the right ventricular (rv) lead. The device and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.